Event description:
It was reported that the patient experienced withdrawal symptoms. The patient's pump was in safety mode and critical alarms were registered. The pump was reprogrammed and it returned into safety mode again after three days. The patient received oral medications. The pump was replaced. Withdrawal symptoms were to be managed with oral/intravenous medication.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.